Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06612. It was reported one of the patient's leads had high impedances. Surgical intervention took place to address the issue. Note: it is unknown which lead was replaced therefore both are being reported.